Event description:
It was reported to philips that the system generator was busy starting up no x-ray was possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after restarting the system 3 times. The philips remote service engineer (rse) examined the system remotely and confirmed that the generator was busy starting up and no x-ray was possible. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the log file, performed the troubleshooting and found that there was an error on the longitudinal motor that caused the c arm to lose power. To resolve the reported issue, the fse performed calibrations for the longitudinal movement of the c arm. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.